Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
The unit alarmed compromised force sensor error during basic occlusion test due to loose or protruded drive support disk. The unit was received with minor scratched lcd window, cracked reservoir tube lip, belt clip slot and battery tube threads.

Event description:
It was reported tha the customer had a a33 alarm on the insulin pump. The customer's blood glucose level was 165 mg/dl. The customer stated the inuslin is "squirting out" during manual prime process and receiving a a33 alarm. The troubleshooting was performed. The customer was advised to disconnect to insulin pump. The patient was advised that the cause of a33 alarm was during seating the force sensor did not detect the reservoir. The customer was advised to discontinue the use of the insulin pump and revert to back up plan per health care provider instruction. The customer was advised that the insulin pump need to be replaced.